Event description:
It was reported that this right ventricular (rv) lead's electrode end was damaged. When the doctor inserted the lead into the new device, tightened down the set screw, then did a tug test, the lead came apart and coils were exposed. The patient underwent a replacement procedure, and this product was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.